Event description:
A nurse has been burnt with a battery when she was removing it from the charger. Battery seems inflates and there is evidences of leakage. Model number: nda 0100-20, serial number: (B)(4), batch: 0501.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer (B)(4) products (B)(4). Please be advised that previous medwatch reports for this product may have been submitted by the original manufacturer of this device medibo medical products (B)(4), which has ceased manufacturing as of 08/31/2011. Effective 09/01/2011, any medical devices that were formally produced by medibo will be manufactured by other facilities within arjo hospital equipment (B)(4) and will be labeled to reflect this; additionally, any reportable complaints will be handled by arjohuntleigh (B)(4).